Event description:
The hospital reported that either during preparation or during an endoscopic vein harvesting procedure, the hemopro vh-3000 would not deliver energy/would not cauterize when the device was plugged in. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the investigation was completed, and the reported problem can not be reproduced. However, it is discovered that the device would energize immediately upon power up of the system and that could have been a result of an intermittent circuit failure. A lot history record review was completed for the product, and there was no nonconformance which could have attributed to this failure mode. Manufacturing personnel will be notified.